Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the criteria for the right ventricular lead integrity alert were met and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. One hundred seventeen (117) lifetime ventricular sic are recorded beginning (B)(6) 2014. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for impedance and ventricular sic. Max ventricular pace impedance rises from 475 ohms the week ending (B)(6) 2014 to greater than 1400 ohms the week ending (B)(6) 2014. There are 15 non-sustained tachycardia events of greater than 220 ms v-v cycle recorded between (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg ICD, implanted: (B)(6) 2010. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that a remote transmission showed oversensing and noise on the right ventricular (rv) lead. The patient was brought into the clinic for further testing. Myopotential exercises were performed and no noise/oversensing was reproducible at the time. Noise was noted with deep yawning and with deep breathing. It was noted that the patient was working on a home project, installing lights, crawling in a tight attic and was up all night during the time the oversensing was noted. The will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.